Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the white bottom of the buretrol separates from the container when pressure is applied could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012564 lot number 20106218 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gra set v/nv qs mc 60d 3ss separated from the container during use when pressure was used. The following information was provided by the initial reporter: "white bottom of the buretrol separates from the container when pressure is applied"